Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device expulsion ("migration of essure device location of device: uterus"), pelvic pain ("pain") and abdominal pain ("abdominal pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included multi gravida and parity 4. Concomitant products included diazepam and misoprostol. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("heavy vaginal bleeding"), migraine ("migraine headaches") and headache ("headaches"). The patient was treated with surgery (hysterectomy) and surgery (device removal procedure). Essure was removed on (B)(6) 2012. At the time of the report, the abdominal pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage and migraine outcome was unknown. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, dyspareunia, headache, migraine, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: her left tube was occluded but her right tube was patent with spill at the distal fimbriated end. The curvature of the coil was noted consistent with the anatomical variant noted at her office procedure. Because she has an anatomic variant affecting the position and placement of the insert I don' think that waiting 3 more months or placing another insert is likely to be successful diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: the fallopian tubes were not occluded bilaterally. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events dysmenorrhea and menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication and events migraines / headaches, migration of essure device location of device: uterus, dysmenorrhea(cramping), dyspareunia (painful sexual intercourse), pain, perforation (uterus) were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("heavy vaginal bleeding") and migraine ("migraine headaches"). The patient was treated with surgery (device removal procedure). Essure was removed on (B)(6) 2012. At the time of the report, the abdominal pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage and migraine outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, migraine and vaginal haemorrhage to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.